Event description:
Written report received from baxter of delivery stopped after 24 hours of pt use. Contents of device reported as 5fu 1750mg/37.5ml and nacl 0.9% 52.5ml for a total fill volume of 90ml. Report states an estimated amount of 10ml of medication was delivered to the pt and estimated 80ml medication remained in the device after it was detached from the pt. There was no report of pt injury or medical intervention required as a result of the reported event.